Manufacturer narrative:
H6: code c21 - results pending determination and completion of investigations. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular repair of a zone 9 infrarenal abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis. It was reported that after device deployment and during withdrawal of the delivery catheter, a leading end catheter component separated from the catheter shaft. There was no confirmed interaction between the delivery catheter and the implanted endoprosthesis or introducer sheath upon withdrawal. The patient¿s anatomy was described as mildly tortuous, and angulation features had been utilized earlier in the procedure. In response to the event, the treating team upsized the contralateral introducer sheath and performed a secondary endovascular snaring procedure, successfully retrieving the separated catheter component through the sheath. No catheter components were retained. Following retrieval, the procedure was completed without further complication. No immediate or subsequent adverse patient outcome was reported.